Manufacturer narrative:
Due to additional information provided, this supplemental report is being submitted for the correction and updated fields outcomes attrib to adv event (b2), date of event (b3), and describe event or problem (b5), in section b - adverse event/product prob; initial reporter title, initial reporter first name, initial reporter last name (e1) and health professional (e3), in section e - initial reported; impact codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A report for the versacross dilator will be submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion (pe) and tamponade occurred. The procedure was cancelled. During an atrial fibrillation procedure, a versacross connect for faradrive kit was selected for use. After performing transseptal puncture with a faradrive sheath and versacross rf wire, the patient became hypotensive, and a tamponade was confirmed. The intracardiac echocardiography (ice) catheter was positioned in the right atrium, and the coronary sinus catheter was placed in the coronary sinus. The transseptal devices were then advanced into the superior vena cava (svc). The septum was crossed using radio frequency and it was not certain where the wire and sheath were advancing to. The stick may have been too anterior. The devices were pulled back to the right atrium for a different transseptal position, and after several attempts the patient's pressure began to drop. The tamponade was then seen on ice. A pericardiocentesis was performed, stabilizing the patient and the procedure was then stopped. The physician alleges that the perforation occurred during transseptal puncture, either where the septum was initially crossed, or during positioning of the transseptal device with several attempts. The device is not expected to be returned for analysis. It was further confirmed that the of this procedure was (B)(6) 2025. The physician had a difficult time with the transeptal puncture due to patient anatomy. The septum appeared to have '2 layers' with a channel in-between. The channel appeared to be getting larger after he punctured the septum and tried to put the sheath through to the la. After that, the blood pressure went lower and an effusion was noted on ice. A pericardiocentesis was performed and the procedure was aborted. The patient was taken to ICU and monitored. No surgical intervention was needed. The physician does not believe there was a malfunction of the versacross device that caused the complication. The patient was hospitalized for longer than the standard of care but I am unsure of the total number of days. The patient was discharged home. Abbott: per-2025-0020905 medwatch mw5169050.

Event description:
It was reported a pericardial effusion (pe) and tamponade occurred. The procedure was cancelled. During an atrial fibrillation procedure, a versacross connect for faradrive kit was selected for use. After performing transseptal puncture with a faradrive sheath and versacross rf wire, the patient became hypotensive, and a tamponade was confirmed. The intracardiac echocardiography (ice) catheter was positioned in the right atrium, and the coronary sinus catheter was placed in the coronary sinus. The transseptal devices were then advanced into the superior vena cava (svc). The septum was crossed using radio frequency and it was not certain where the wire and sheath were advancing to. The stick may have been too anterior. The devices were pulled back to the right atrium for a different transseptal position, and after several attempts the patient's pressure began to drop. The tamponade was then seen on ice. A pericardiocentesis was performed, stabilizing the patient and the procedure was then stopped. The physician alleges that the perforation occurred during transseptal puncture, either where the septum was initially crossed, or during positioning of the transseptal device with several attempts. The device is not expected to be returned for analysis. Abbott: (B)(4).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A report for the versacross dilator will be submitted. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.